Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-01238, 3005168196-2019-01239.

Event description:
The patient was undergoing a coil embolization procedure using a pod8 and a pod12. During the procedure, the physician experienced resistance when using the pod8 and the pod12 and was unable to advance either coil through the lantern delivery microcatheter (lantern). The coils were therefore removed and were not used in the procedure. There was no report of an adverse effect to the patient. No further information is available.